Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary drawer 6 failed to open. The user stated that three loud clicking sounds were heard when attempting to recover the drawer, but it still did not open. The device was located in the emergency department, where continuous operation is critical. The user had to access the back of the unit and manually release the drawer. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 18-jul-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the auxiliary drawer 6 failed to open and drawer 3 make a loud click when tried to recover the drawer. A field service engineer (fse) found that auxiliary drawer 6 failed to open due to damage to the right-side rail. The issue was resolved by replacing the rails on both sides and reattaching the magnetic strip. The customer verified functionality, and operation was successful. The system functioned as intended after the field service engineer repaired the device.